Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported a pump alarm labeled as alarm 30 while the pump was in use. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer reverted to multiple daily injections as a backup insulin therapy.